Manufacturer narrative:
Problem code 2907 captures the reportable event of rx tunnel detached. Investigation result: a visual examination of the returned complaint device found that the hurricane device was not returned, only the rx tunnel of the device was received. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the black rx tunnel came off. The procedure was completed with a non-bsc balloon device. There were no patient complications reported as a result of this event.